Manufacturer narrative:
A medtronic representative went to the site and the site had de-fragmented the d: drive on the imaging system. There have not been any further issues with the imaging system. No parts were replaced; no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site biomed shared services that the imaging system was not booting on, unresponsive in "initializing please wait". Issue occurred outside of surgery when setting up and turning on the imaging system. There was no patient present when this issue was identified. Biomed rebooted the imaging system and the mobile view station (mvs) booted into a blue screen and would not move forward. The site used their other imaging system for any imaging system surgery that day. The medtronic representative suggested that biomed troubleshoot the issue by removing patient exams from the imaging system (there were approximately 290 patient exams on the system) and de-fragment the d: drive.